Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
In a gamma4 long nail case, the locking drill came into contact with the nail during distal drilling, causing the tip to break. Fragments remained in the patient's body. The surgeon determined there were no problems and the surgery was completed. No further information was provided.